Manufacturer narrative:
.

Event description:
During the follow-up performed on (B)(6) 2015, a high instable atrial threshold was reportedly detected. Preliminary analysis shows that an atrial lead issue is suspected.

Event description:
During the follow-up performed on (B)(6) 2015, a high instable atrial threshold was reportedly detected. Preliminary analysis shows that an atrial lead issue is suspected.

Manufacturer narrative:
Reportedly, x-ray was performed on (B)(6) 2015, which showed that the atrial lead was dislodged. Re-intervention was performed on (B)(6) 2015 and the atrial lead was replaced. Preliminary analysis of provided files led to observations that are consistent with an atrial lead dislodgement (sensing issues, elevated threshold, loss of capture). No anomaly regarding the pacemaker is suspected.

Event description:
During the follow-up performed on 21 july 2015, a high instable atrial threshold was reportedly detected. Preliminary analysis shows that an atrial lead issue is suspected.